Event description:
Injury (patient / other): no. Device possibly involved in injury: no device available for examination: no. Complaint: valve could not be connected. Product information: article no: 50-9050a/v001 - peritx¿ ascites catheter additionally affected article no: 50-9050a/v001 - peritx¿ ascites catheter. Additional information: description of issue (what / why): valve could not be connected how often defect occurred: once medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: yes safety valve broken / damaged / disconnected: yes safety clamp open, when valve broken/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: no successful drainage: yes impact to patient: no indication for that / not applicable exposure to blood / bodily fluid: no course of treatment changed due to event: no connected device (pleurx/peritx/brand) 50-9050a procedure performed by: ewimed employee procedure performed at: home replacement requested: no credit requested: yes additional information: information on the error pattern: fault location: valve type of fault: damaged (broken, brittle, deformed)

Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a0401 patient problem code: f26. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.